Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization for high blood glucose. The blood glucose at the time of hospitalization was over 700 mg/dl. The customer was treated with intravenous drip. The customer was wearing the insulin pump at the time of hospitalization. The cause for the hospitalization was determined to be diabetic ketoacidosis and acute pancreatis. The doctor thinks that the insulin pump is not delivering insulin as it should. The current blood glucose reading is 559 mg/dl. The customer has treated with bolus. Performed troubleshooting. Found alarms in alarm history that would affect insulin delivery. Customer did not want to replace the insulin pump. Tubing clamp sent so troubleshooting can be completed. Nothing further reported.